Manufacturer narrative:
This report originally filed as MDR no. From site 1644019-2023-00049. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the doctors had a concern about the blades in the paks were found to be dull. The procedure details and patient impact were not reported. Additional information has been requested but none received till date.